Manufacturer narrative:
Customer called stating she received a replace insulin pump yesterday and since then the insulin pump has been making a loud sound when she goes through the rewind/prime and when doing a bolus. Device perform visual inspection and insulin pump received with pillowing keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Device history was download successfully and device uploaded properly to the carelink software and communicate properly. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The motor was tested outside of the device and passed. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with motor noise anomaly during testing problem isolated to the motor assembly noted. Confirmed loud sound during rewind. Not confirmed audio/vibrate anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had audio anomaly. Customer stated that the pump was making a loud sound when doing a bolus. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.